Event description:
It was reported that during a ptca/stent procedure in a heavily calcified lesion, confirmed through "ivus," the multi-link would not advance. It was noted that the device hit the carina of the left circumflex/left anterior descending. The guiding catheter was inserted further for back up support; however, this did not aid in the advancement. The device was withdrawn through the guiding catheter; contrary to IFU. Outside the body, the stent was noted to be missing from the delivery system. Angiography revealed that the stent was dislodged in the "lmt." Attempts to retrieve the stent with a snare device were unsuccessful. The snare, holding the stent, guiding catheter and sheath were successfully withdrawn as a unit. No pt injury was reported.